Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000158307.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where both leads were explanted and replaced due to migration to address the issue, effective stimulation was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.